Manufacturer narrative:
Update to h6 codes. Device will not be returned.

Event description:
New information notes device is not returning.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was pending explant. The patient was in stable condition.